Event description:
During a follow-up it was noticed that the patient received many episodes of oversensing resulting in vf detection and on one occasion resulting in a shock. Noise was observed on the egm's. Chest x-rays was inconclusive. The lead was partially capped.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.